Manufacturer narrative:
The field service engineer could not determine a cause. The high voltage was determined to be misadjusted and this was re-adjusted. The analyzer performance was verified. The customer ran calibration and controls. There were no alarms on the last calibration performed on 17-jan-2020. The calibration signals for this calibration were higher than expected. Quality controls recovered within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, an abnormal aspiration alarm was observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t stat assay on a cobas 8000 e 602 module. The sample initially resulted with a troponin t value of 0.10 ng/ml and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated. The repeat result was 0.010 ng/ml and this value was believed to be correct as it matched the patient's clinical picture. The troponin t reagent lot number was 40966900, with an expiration date of 30-jun-2020.